Manufacturer narrative:
MFR received date: 11nov2019. The part was returned to the manufacturer for failure investigation (fi). The power management (pm) board was tested with no failures identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6). Date of report: 13aug2019.

Event description:
The customer reported touch screen failure. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR: 27aug2019. Date of report: 28aug2019. The manufacturer¿s field service engineer (fse) confirmed that right after the unit arrived at the service center and started up initially, display failure occurred. The brightness of the backlight occasionally became bright or dark, so the condition was unstable. The phenomenon was naturally improved in 1 minute by itself and did not recur. Operational failure on the touch screen was not duplicated. The fse checked the event log and no error log was confirmed. The visual check did not reveal any abnormalities. Operational tests were continuously performed in order to identify a part for replacement. The investigation is being performed, so the scheduled repair completion date is not fixed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd from MFR: 23sep2019. The manufacturer confirmed the customer's reported problem. It was unexpectedly resolved during operational checking and could not be reproduced thereafter. The suspect components were replaced out of precaution: the user interface, printed circuit board assembly, and the power management. The power switch overlay was also replaced to address the lighting defect that was occurring. The flow sensor assembly, airflow sensor, and oxygen flow sensor have been replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touch screen failure. There was no patient involvement.